Event description:
The sales representative reported on behalf of the customer on (B)(6) 2022 that the device, 60-6085-201a, vcare 200a ¿ medium was being used during a total laparoscopic hysterectomy when it was reported that ¿vcare handle not secure¿. Follow up assessment questioning found that the device did not fragment during surgery. The procedure was completed with no delay and the patient was not injured, there was no medical/surgical intervention or extended hospitalization reported for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction; first MDR number 0000000-2022-00004 submitted as initial without registration number. This initial MDR is a resubmission for correction. Manufacturer narrative; the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer on 27may2022 that the device, 60-6085-201a, vcare 200a ¿ medium was being used during a total laparoscopic hysterectomy when it was reported that ¿vcare handle not secure¿. Follow up assessment questioning found that the device did not fragment during surgery. The procedure was completed with no delay and the patient was not injured, there was no medical/surgical intervention or extended hospitalization reported for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in original opened package. Lot number was verified. Performed a visual inspection, the handle of the vcare was rotating in a 360 motion. When opening up the device for further investigation, the handle was broken within the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review is found this the only event for this failure for this lot number. (B)(4). Per instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.